Manufacturer narrative:
Blocks d9 & h3: the visions pv .035 catheter was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, the catheter failed the wire bond, apt, and image tests. When the catheter was plugged into the system, multiple error messages were displayed. Block h6: the probable cause of the error message is due to electrical connection failure along the scanner. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. : the visions pv .035 catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .035 catheter was used in a diagnostic peripheral procedure. During use, the catheter was not recognized by the system. The procedure could not be completed and had to be rescheduled. No patient injury was reported. This product problem is being reported because the catheter could not be used; resulting in a potential for harm due to the delay of the procedure.